Manufacturer narrative:
Spindle

Event description:
It was reported by repair work order that the customer alleged that the left side rail and latch spindle were broken. Upon inspection of the unit by the service technician, it was identified that the patient-left siderail would not latch in the upright position as a result of the left side rail and latch spindle being broken.